Manufacturer narrative:
The reported 2.9 osteoraptor anchor assembly for use in treatment, will not be returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided: the suture anchor slightly moved out of the drilled hole. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: not preparing the insertion site with the correct drill. Pathological conditions in the bone that would prevent secure fixation of the device. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during bankart surgery, the suture cut into bone while tying and position of the suture anchor slightly moved out of the drill hole. The procedure was completed with the same device and with a significant delay. No patient injuries were reported.